Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site after undergoing radiation in the area. Physician brought the patient into the operating room, removed the ipg and sensing lead, capped the stimulation lead, and closed. Physician prescribed antibiotics after the procedure was completed.